Event description:
Initial (19-nov-2024): this case reported via telephone refers to an 18 year old male with an whose concomitant medications and allergies were not reported. The consumer's mother reported that he son wore the dentek ultimate dental guard for teeth grinding and experienced crooked teeth. She reported that her son had been wearing the guard for "a few months" but had used the ultimate dental guard previously. Follow up (24-mar-2025): the company received a doctors note from the treating dentist which showed indicated the consumer has worn the night guards for 2 years and was diagnosed with class 1 malocclusion, severe anterior open bite. The dentist recommended full bonded orthodontic treatment or invisalign, couples with temporary anchorage devices (tad's) placed on the maxillary arch. The case was updated to serious/reportable. This case outcome is not recovered/ not resolved. Meddra version 27.1 expectedness: malocclusion: expected off label use. According to the company reference safety information.